Manufacturer narrative:
Please note that section b5 (event description) has been corrected to address the correct device and includes additional information indicating that there was no allegation against this device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator was explanted and replaced due to an unknown reason. Additionally, the related left ventricular (lv) lead was explanted due to a non-specific performance issue and was replaced with a non-bsc lead. No additional adverse patient effects were reported. This device is not expected for return. Additional information: the field representative provided further information indicating that there was no allegation against this device. This device did not have a compatible connection in order to accommodate the new lv lead which required replacement due to diaphragmatic stimulation.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to a non-specific performance issue and was replaced with a non-bsc lead. No additional adverse patient effects were reported. This lead is not expected for return.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.